Event description:
It was reported that the balancer showed that the extension position gap was 24mm, the flexion position gap was 22mm, and varus-valgus was neutral in triathlon tka. Cement-less tibial component and cement-less femoral component were implanted. 11mm and 13mm cs trial insert were used for trial. After the trial, 13mm insert was inserted. When the knee was flexed with the 13mm insert, the cement-less femoral component came off from the femur. So, the surgeon impacted the femoral component again and the procedure was finished.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intra-operative issue relating to seating the press fit femoral component was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available. No medical records were requested or received due to the nature of this intra-operative event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been no other events for the reported lot ID. It is reported that the press fit femoral component came off the prepared bone while assessing movement stability during trialing of insert components. It is reported that the component was impacted into position again and the procedure was completed successfully. It is possible that the femoral component was not sufficiently impacted on the first occasion as the procedure was completed successfully with the component in question when re-impacted. No further investigation for this event is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the balancer showed that the extension position gap was 24mm, the flexion position gap was 22mm, and varus-valgus was neutral in triathlon tka. Cement-less tibial component and cement-less femoral component were implanted. 11mm and 13mm cs trial insert were used for trial. After the trial, 13mm insert was inserted. When the knee was flexed with the 13mm insert, the cement-less femoral component came off from the femur. So, the surgeon impacted the femoral component again and the procedure was finished.